Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred less than one minute after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed draining from the red hansen. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 30 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information provided in b5, d9 and h3. Plant investigation: the complaint event is not confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. A lot history review was performed. There were no other complaints of any kind reported against the lot. A review of the production record was performed. There was one temporarily approved deviation notice (dn) noted on the lot and was unrelated to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. As it was reported the blood leak was internal and no details regarding the cause or location were provided, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The sample is no longer available as it was inadvertently discarded.